Event description:
The pt received her scs system including an ipg on (B)(6) 2005. It was reported that the pt did not recharge the ipg for approx 6 months. In (B)(6) of 2008, the system stopped working and the charging system would not communicate with the ipg. A replacement charger did not resolve the issue. The ipg was replaced on (B)(6) 2008 and returned to ans for analysis.

Manufacturer narrative:
Eval ¿ method ¿ the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found to meet specs and no anomalies were found. Ipg as received was non-responsive and would not charge. It is believed the ipg battery was allowed to go below the rechargeable threshold voltage by not charging for 6 months such that it could not recover. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.